Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook endoscopy tracer hybrid wire guide was used. A sphincterotome was advanced over the wire guide to perform a sphincterotomy. Resistance was encountered when the sphincterotome was removed from the wire guide. A cytology brush was also used during the procedure with this wire guide. Upon completion of the procedure, the wire guide was removed from the endoscope. At this time, the physician noted the outer coating of the wire guide was damaged near the distal end. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The outer coating of the wire guide tip has separated from the remainder of the outer coating at the proximal end, exposing the inner core wire. No section of the wire guide coating has detached from the wire guide; no section is missing. Approximately, 2mm of the inner core wire is exposed due to the damaged coating. Both the wire guide tip coating and proximal outer coating exhibit splits and indentions. The location of the splits and indentions suggest the wire guide made contact with elevator of the endoscope in this area. A product discrepancy or anomaly that could have contributed to this occurrence was not observed during our laboratory evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the laboratory evaluation suggests the damage sustained could have occurred from the position of the endoscope elevator or coming into contact with a sharp edge inside the endoscope. If the elevator of the endoscope remained in the closed or elevated position when retraction of the wire guide was attempted and additional pressure was applied, this could have contributed to the wire guide coating damage observed. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate personnel in an effort to heighten awareness. No further action warranted at this time because this could be related to how this device was used in conjunction with the elevator of the endoscope. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.